Manufacturer narrative:
(B)(4). Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The event of "warmth", erythema, swelling, induration, and a nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: adverse events - per table 1: treatment site responses by maximum severity occurring in >5% of subjects after initial treatment (n=265) adverse events post injection include swelling, firmness, lumps/bumps and redness treatment site responses reported by less and or equal to 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Device and injection related adverse events occurring in less than or equal to 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%).

Event description:
Healthcare professional reported two days after injection with 4 syringes of juvederm voluma xc in the cheeks pt developed erythema, induration, and a "3.5 x 3cm firm nodule" at the right anteromedial cheek as well as swelling in both cheeks. On the date of symptom onset, the healthcare professional instructed the pt to use advil and ice as treatment. The following day pt was prescribe cephalexin and ibuprofen; the medications were considered effective, improving pt presentation of "warmth and erythema." One week later the pt was additionally prescribe prednisone. Since treatment the pt has shown steady improvement each week.